Event description:
The customer reported via phone call indicating that the motor error during bolus delivery. Customer's blood glucose was 183 mg/dl. The customer stated that their is no significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.